Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) was detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.